Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was not performed. The capsule was pushed into the patient's stomach. There was nothing unusual about the patient or the procedure which led to the incident. It is unknown if an endoscopy was performed prior to the bravo procedure. The physician has been performing the bravo procedure for more than 10 years, and was trained by a given representative. It is unknown what the vacuum source was and the vacuum pressure before and during the capsule placement. It is unknown if any lubricant was used to facilitate capsule placement. The delivery system and the capsule will not be returned to given. The physician is not clear to what caused the failure to attach.